Event description:
Patient had a scorpio ps nrg tka in 2008. Recently fell and noticed a subsequent "clicking" in the right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown scorpio nrg ps tibial insert x3; size 9, 10 mm. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a scorpio ps nrg tka in 2008. Recently fell and noticed a subsequent "clicking" in the right knee.